Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they had an incident from their ¿machine¿. They were sitting in a chair and got ¿electrocuted¿ from the device and was ¿thrown out of chair for 4 hours and was standing up before called ambulance¿. The patient could not sit down again and had to stand. They stated that when they got ¿electrocuted¿ it must have hit their sciatic nerve. It was noted that the patient came home from the hospital on (B)(6) and the ¿electrocution¿ happened just before that. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that a while back their sciatica was acting up. They were just sitting there and had just adjusted it and their programmer was just sitting there when stim kicked in. The patient stated that both their managing healthcare provider and the hospital said it was not the device that electrocuted them, it was the sciatica. The patient said they didn¿t recall, but they must have turned the stim up real high. They couldn¿t sit or lay down, all they could do was stand, and they ended up in the emergency room that night. The patient thought that that was the last time they used the device ((B)(6) 2019); they got scared. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient asked if there was any way they could get electrocuted from the device. The patient mentioned they had sciatica and were sitting one night and was developing a diaper rash from wearing pee pants. The patient went to the restroom to put on desitin and when they sat back down and turned the stimulation on ¿it threw them out of the chair, they thought they had been electrocuted it was that bad.¿ the patient stated they washed the desitin off, sat back down, and it happened again stating it didn¿t stop that night, it threw them out of the chair the pain was that intense. The patient stated the pain didn¿t go away so they called the ambulance, and they were taken to the hospital and administered a shot of morphine. The patient stated all they could do was stand up, they couldn¿t walk or move, and they leaned on the kitchen table for 4 hours. It was noted the issue was sudden. No further complications were reported.